Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test, the gas supply test and the flow transducer test during pre-use check. (B)(4).